Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "impaction handle broke." It was further reported that another device was brought in and the case proceeded without incident.